Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced failed battery test and low battery alert. The customer's blood glucose value was unknown. The customer stated that the pump batteries did not last long. The customer stated that the pump was in vibrate mode. The customer decided to bypass failed battery troubleshoot. The product was not returned for analysis.